Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/19/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed multiple small fibers on the optic zone. One representative fiber was removed and analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with a cellulosic material like cotton, rayon, lint. Through the manufacturing process there are various cleaning operations and 100% visual inspection utilizing a 10x microscope magnification. Any iol with particulate and/or foreign materials is discarded. As a result of the investigation the foreign material could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, debris was noted on the optic of an intraocular lens (iol). No patient contact was reported. No further information was provided.